Event description:
It was reported that bd iag bc pro global leaked. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about leakage from the connection part during use. According to the customer report product was used for contrast CT, after the contrast medium was flushed with saline, when the dressing was removed, leakage was observed around the connection part (the residual drug was saline). The lot number is unknown.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. One 22g insyte autoguard IV catheter was returned for investigation. A functional test revealed a leak at the connection with the blue luer adapter. A portion of the inner edge of the adapter exhibited deformation, which likely affected the seal between the male luer and the blue catheter adapter. The appropriate manufacturing personnel were notified of this complaint. A review of manufacturing records was performed and there were no issues during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.